Event description:
Additional information received indicated that programming changes were made. The patient will continue to be monitored remotely.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, non-sustained rv oversensing episodes were observed due to possible myopotential oversensing. Programming changes and further testing were recommended. The patient was stable. No further information is available at this time.